Manufacturer narrative:
N/a

Event description:
The following has been reported: speaker alarms. Per request from brèzins on 12/3/2025 a new complaint is to be opened for this additional issue. Reporting as conservative. No adverse event effects were reported. Additional information is needed to complete the investigation.

Event description:
Device history record was reviewed and nothing was found related to the reported event. Device history log was reviewed. Several technical error 51 were found which confirms the reported event. The device was received in lake zurich for the investigation of the complaint during which our local technical team found several error 51 during log review. Error 51 on the agilia range is a known issue for which CAPA was opened in may 2023. The investigation into this error has shown that its root causes are mainly related to two components: flexible ic flex binder assembly (which includes the speaker and binder socket) and power supply board (for agilia sp & vp). It is recommended to replace these parts if this error occurs. According to provided information, the speaker (on power supply board) has been replaced that solved the issue. Further investigations are ongoing, and corrective actions are being implemented and tracked within the CAPA to resolve this type of issue. To our knowledge this complaint is not being related to patient safety this complaint is considered as: valid. The trend is: normal. Kabitrack record(s): CAPA.